Event description:
Case description: manager from a home shopping corp reported that a consumer reported to them that their son, age unspecified, used an oral-b-power (rechargeable) toothbrush version unk and reported that "a metal part from the toothbrush apparently hit the child's face and the hospital gave the diagnosis of blood poisoning". The case outcome was unk. No further info was provided. Hospital gave the diagnosis blood poisoning (B)(6). Metal part from oral-b rechargeable toothbrush apparently hit his face [face injury].

Manufacturer narrative:
To date, product details including log number were not provided by reporter therefore unable to proceed with batch retain testing or product investigation.